Event description:
Customer states insufflation tubing will not allow co2 to flow through. Surgery was delayed while replacement tubing was located.

Manufacturer narrative:
(B)(4). Customer states insufflation tubing will not allow co2 to flow through. Surgery was delayed while replacement tubing was located. This incident occurred several times.